Event description:
A customer reported that after processing their olympus 180 series scopes with cidex opa they are noticing residual on their scopes. The scopes are processed in the asp automatic endoscopic reprocessor (aer). The customer manually pre-cleans the scopes with a non-asp detergent prior to processing in the aer. The customer is using the enzymatic cleaner in a concentrated dilution. The IFU for the cleaner stated 1 ounce per 4 gallons and they have been using 1 ounce per 4 liters. The customer stated that for troubleshooting measures they discontinued the prewash on the washer; which did not relieve the issue. The customer is planning to change to asp enzol enzymatic cleaner using the proper dilution. An asp representative is working with the customer to resolve their issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the service history trending, complaint trending by product line, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. Service history for scope residual liquid post processing issues associated to the aer shows no similar issues with residual liquid appearance on scopes post processing. Complaint trending for cidex opa was performed and found there is not a significant trend. The fmea (failure mode effects analysis) score is below the threshold and considered low risk. The shuma (system hazard use misuse analysis) was reviewed for residual cidex on scopes and it was determined that the risk has been assessed a category 1, where the risk is negligible. The hhe (health hazard evaluation) was previewed with a low hazard/ risk. The issue with the scopes containing residual fluid is addressed in a CAPA. According to this investigation the root cause for residual fluid in scopes is due to improper scope connection practices. The customer was educated on scope connection processes by providing the facility with the 180 olympus scope connection diagrams.

Manufacturer narrative:
Concomitant medical products: aer sn: (B)(4); olympus 180 series scopes; flex clean 895 enzymatic detergent. An asp cec (clinical education consultant) spoke to the customer contact and confirmed their pre-cleaning practice for enzymatic cleaner dilution was incorrect. The cec is working with the customer to use the asp product enzol (diluting 1 ounce per 1 gallon) to see if that resolves the issue. Additional information received will be submitted on a supplemental report. Per the customer letter sent: ortho-phthalaldehyde (opa), the active component in cidex opa solution, reacts with biological residues that may remain after cleaning, and can lead to the formation of gray, purple, or black discoloration on instruments and disinfecting equipment. Spillage of cidex opa solution can also lead to dark stains on surfaces such as floors, walls, and countertops. In order to minimize discoloration, we recommend complete removal of biological residues by thoroughly cleaning and rinsing medical devices before disinfection in cidex opa solution.